Event description:
This case was initially received via regulatory authority (agemed, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity and allergy to metals (to chromium and cobalt, diagnosed more than 20 years ago; at that time, she tested negative to nickel). Previously administered products included for an unreported indication: omeprazole. Past adverse reactions to the above products included anaphylactic shock with omeprazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and back pain ("low back pain"), lasting 6 months and experienced dyspareunia ("dyspareunia") and pain in extremity ("pain radiates to lower limbs"). At the time of the report, the pelvic pain, back pain, dyspareunia and pain in extremity outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, pain in extremity and pelvic pain with essure. The reporter commented: she reported experiencing pelvic pain and low back pain for six months. Dyspareunia for more than a year and pain radiates to lower limbs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (agemed, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on 25-mar-2021. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity and allergy to metals (to chromium and cobalt, diagnosed more than 20 years ago; at that time, she tested negative to nickel). Previously administered products included for an unreported indication: omeprazole. Past adverse reactions to the above products included anaphylactic shock with omeprazole. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"), lasting 6 months and experienced dyspareunia ("dyspareunia") and pain in extremity ("pain radiates to lower limbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dyspareunia and pain in extremity outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, pain in extremity and pelvic pain with essure. The reporter commented: she reported experiencing pelvic pain and low back pain for six months. Dyspareunia for more than a year and pain radiates to lower limbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (agemed, reference number: ps/pf/56776) on 30-jan-2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity and allergy to metals (to chromium and cobalt, diagnosed more than 20 years ago; at that time, she tested negative to nickel). Previously administered products included for an unreported indication: omeprazole. Past adverse reactions to the above products included anaphylactic shock with omeprazole. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"), lasting 6 months and experienced dyspareunia ("dyspareunia") and pain in extremity ("pain radiates to lower limbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dyspareunia and pain in extremity outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, pain in extremity and pelvic pain with essure. The reporter commented: she reported experiencing pelvic pain and low back pain for six months. Dyspareunia for more than a year and pain radiates to lower limbs. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure was removed on (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (agemed, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity and allergy to metals (to chromium and cobalt, diagnosed more than 20 years ago; at that time, she tested negative to nickel). Previously administered products included for an unreported indication: omeprazole. Past adverse reactions to the above products included anaphylactic shock with omeprazole. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"), lasting 6 months and experienced dyspareunia ("dyspareunia") and pain in extremity ("pain radiates to lower limbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dyspareunia and pain in extremity outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, pain in extremity and pelvic pain with essure. The reporter commented: she reported experiencing pelvic pain and low back pain for six months. Dyspareunia for more than a year and pain radiates to lower limbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.